Event description:
It was reported to philips that the system has no stand movement due to a malfunction in the extension board low voltage luc boards and high voltage luc boards. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.